Event description:
A female presented to the duke ER with a ruptured anterior communicating artery aneurysm. The bleeding from the aneurysm produced a flow limiting thrombus at the m1/m2 segment. To address this thrombus, first a small dose of ia lytic was used. The merci retriever l5 device was used to engage the clot. Once the clot was engaged, the physician began to pull back. As tension was place on the retriever, the merci balloon guide catheter 9f migrated distal and dissected and petrous segment of the ica. The patient expired. The physician felt that the patient's death was not due to the balloon guide dissection. The physician has been contacted on several occasions regarding date of event. To date no response has been received.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for 9f balloon guide catheter devices that were shipped to the site, lot numbers 32448, 32864, and 32869, were reviewed and no anomalies were found that area related to this complaint. The current balloon guide catheter for the use (IFU) lists vessel dissection as known complications. Also, there is a warning in the IFU that provides recommendations to reduce the risk of vessel damage.